Event description:
It was reported that a user experienced a pairing failure with a dexcom g7 continuous glucose monitor while using the ilet bionic pancreas; the caller was instructed to toggle between g6 and g7 settings and reenter the pairing code, after which the user would monitor for readings. Symptoms included no alerts or alarms and no reported glucose-related symptoms. Outcomes included no reported impact on activities of daily living and no medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a pairing issue with the cgm integration, with no confirmed hardware malfunction of the ilet. It was concluded that the event was related to connectivity or setup during cgm pairing rather than a device failure of the ilet.